Manufacturer narrative:
Product ID: 3889-28, lot# va1nkxc, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The healthcare provider (hcp) is requesting analysis on the lead and not on the external neurostimulator (ens); the ens was disposed of. The rep will be sending the lead back for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1nkxc, implanted: (B)(6) 2018, product type: lead; product ID: neu_unknown_ext, lot# unknown, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The patient recovered without sequela. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1nkxc, implanted: (B)(6) 2018, product type: lead. Analysis: (applies to lead only): analysis of the lead (lot#va1nkxc) identified a short between the {x} and {x} conductors in the body of the lead which is consistent with explant damage. Electrical testing of the lead determined continuity was complete. Analysis also identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1nkxc, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1nkxc, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient came into the office for implant, but was unable to proceed due to an infection at exit site per patient. It was also reported that the patient has a site infection per the healthcare provider (hcp). The patient is currently on antibiotics. The hcp said they will remove the device and move forward at a later date as the patient did well with therapy. The issue was not resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.